Event description:
(B)(6) said "about the specific issue, I can speak about my own experience as well as a couple of my fellow technicians had regarding the syringes. The method I use when unwrapping them is I open all the syringes and put them into the cardboard box, but many of the plastic caps were coming off of the needles. I noticed this when I reached in to grab a handful of them and was stuck by a few "hot" needles. I immediately put a warning on the box for other techs to see and to use caution. But within a few hours, another tech was opening each syringe one at a time and the caps were falling off without much disturbance, and she was also stuck a couple of times. Nothing severe. I would normally ignore this but because I had just purchased such a large quantity of them, I figured it was worth reporting. I tried to recreate the scenario and open a few syringes so that you can hopefully see what I'm talking about. "